Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing scoliosis surgery, as he was doing during final tightening, the surgeon noticed that the torque drive shaft to final tighten the single innie locking caps was damaged at the distal portion of the instrument as well. Specifically the threads present at the end were slimming down and were turned (making the instrument less efficient at tightening the caps). It was reported that there was no delay during the case. It was reported that the patient was not affected by this instrument .

Manufacturer narrative:
The mmsi final tightener driver was returned for evaluation. Visual inspection identified that the distal tip of the driver had become stripped. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be definitively identified however it is likely that the distal tip was subjected to higher than expected loading which resulted in the tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.